Event description:
Information received indicates the trendelenburg function is not working.

Manufacturer narrative:
The technician found the hydraulic hoses for trendelenburg and reverse trendelenburg were installed backwards. The technician correctly installed the hoses to repair the bed.